Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 35 closed samples and 1 open and unused sample with one of the needles detached from the thread (thread is not wound on the pack and needle and aluminum pack is missing). To evaluate the conformity of these units, we performed the following test: - tightness test to the closed samples received has been performed and the unit is tight. - needle attachment strength results conducted on the closed samples received are 1.11 kgf in average and 0.46 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Taking into account that no other customer complaints have been received concerning this issue for this code-batch and the closed samples received fulfill ep requirements, we consider the open sample as an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements for needle attachment strength and with the open sample received a further analysis cannot be performed. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when the doctor opened the product, he found that one of the needles at both ends has come detached from the suture, making it unusable.